Manufacturer narrative:
The patient sample was investigated further where both the customer's ft3 iii and ft4 ii results and the ft3 iii and ft4 ii investigation results were reproduced. A streptavidin interference was not identified in the sample; however, considering the differing results between the different types of analyzers, the sample may contain an immunoglobulin that reacts with the ft3 iii and ft4 ii reagents which affects the sample results. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
This event occurred in (B)(6). (B)(4)..

Event description:
The customer questioned elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) results from 1 patient tested on a cobas 8000 e 602 module. The customer provided the patient sample for investigation. Of the data provided, erroneous ft4 ii and ft3 iii results were identified between the customer's e602 module, a centaur analyzer, an e602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The erroneous results at the customer site were not reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with a1 patient (B)(6) for information on the ft4 ii erroneous results. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The customer¿s e602 module serial number was (B)(4). The e602 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4).the ft3 iii reagent lot number used at the investigation site was 257857 with an expiration date of jul-2018.